Manufacturer narrative:
(B)(4). Medical product: unknown art surface catalog #: n/I lot #: n/I; unknown tibial catalog #: n/I lot #: n/I; unknown femoral catalog #: n/I lot #: n/I. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03301, 0001822565 - 2021 - 03299.

Event description:
It was reported that a patient is alleging that a right side knee construct was revised due to subluxation on an unknown date.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.